Event description:
It was reported that the tip of a bd syringe s2 10ml 22ga 1-1/4in broke off. The following information was provided by the initial reporter, translated from chinese to english: when using the hypo, it found that the tip of barrel was broken.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the tip of a bd syringe s2 10ml 22ga 1-1/4in broke off. The following information was provided by the initial reporter, translated from chinese to english: when using the hypo, it found that the tip of barrel was broken.

Manufacturer narrative:
H6: investigation summary: a device history record review was completed for provided material number 301945 and lot number 1907186. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for return, twenty retained samples of the same lot number were obtained for evaluation by our quality engineer team. Through examination of the retained samples, no defects were observed.